Event description:
On 25th january 2024, it was reported by a sales representative via email that for an ar-6527-01, retractable cannulated knife, straight, the blade on the cannulated retractable knife would not deploy. This was detected during use in a hip arthroscopy and labral repair procedure on (B)(6) 2024. Procedure was completed successfully as another blade was opened which worked correctly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.